Manufacturer narrative:
Product ID 3389-40, lot# 0205541981, implanted: 2012-(B)(6), product type lead product ID 3389-40, lot# 0205541982, implanted: 2012-(B)(6), (B)(4).

Event description:
It was reported that the patient developed an infection and edema around both leads. Additional information indicated perioperative antibiotics were administered. The infection was primarily found at the lead track and no culture was obtained. Oral and intravenous antibiotics were administered to the patient. The patient outcome was unknown. If additional information is received, a follow up report will be sent.